Event description:
It was reported that during an ablation procedure, the physician chose to traverse the fiber tracts for speech to reach the targeted tumor. As a result, the patient woke up aphasic. The physician was hoping it was temporarily caused by traversing the fiber tract area or from the swelling after the treatment. Patient remained semi-aphasic as of (B)(6) 2018 and the physician noted that the area of aphasia was not the ablated area, rather the area transversed. The event is considered ongoing. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.